Event description:
The surgeon was using the ligasure advance monopolar tip hand piece for the procedure. The ligasure part of the device worked but the monopolar part did not work. A second device was used without incident. It is unknown if it was the same or a different lot number.